Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 7,164 units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that there was an issue with safil suture. The puerpera delivered a baby girl with vaginal laceration. The perineal skin was sutured intradermal with additional sutures. The perineal skin was sutured to the vaginal opening and knotted as usual. Later the same day, when the doctor was scruting the perineum of the puerpera, he found that the thread knot at the vaginal opening had been loosened, and there was a 0.5cm split in the wound. Additional data has been requested.